Event description:
It was reported that the patient presented to the emergency shock following shock. It was discovered that the lead had delivered inappropriate shock due to oversensing noise. The lead was capped on (B)(6) 2026 and successfully replaced. The patient was stable.